Event description:
The following has been reported: "pump alarms on specified test immediately as error 51 and shows in the event log 8 times in last month." Error 51 is described by the technical manual as a defective speaker. Reporting due to the referenced issue as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.